Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer has received the device and is evaluating it. A follow-up report will be submitted upon completion of the investigation.

Event description:
The manufacturer was notified of the intraoperative explant of a carbomedics optiform mitral in size 27. The following provides a comprehensive summary of all information currently available to the manufacturer. After the valve was implanted, on (B)(6) 2026, it exhibited a sticking phenomenon during leaflet motion, in which the leaflets failed to open and close smoothly. An emergency implantation of another valve of the same model and size was carried out, and the remainder of the procedure proceeded without complications. The surgery was ultimately completed successfully, with the patient remaining stable throughout the additional 40 minutes of cross clamp and bypass time required due to the event. The procedure was performed by an experienced surgeon via full sternotomy as a standalone surgery, with no positioning difficulties, no device malpositioning or missizing, and no abnormal annular geometries reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h3, h6, h11. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The prosthesis was returned to the manufacturer, and it was received in the explant kit inside a plastic bag. The valve was received in dry condition, with residual traces of blood contact visible on the sewing cuff surface. Upon visual and tactile inspection, the leaflets appeared free to move throughout the full range of motion, transitioning normally between the closed and open positions. At preliminary examination, no obvious signs of obstruction or mechanical interference were identified. After decontamination and cleaning, the valve underwent detailed visual inspection. No anomalies were identified, other than minor marks consistent with suture passage and removal, which are in line with standard implantation and reasonable explant maneuvers. The sewing cuff was removed for hydrodynamic testing. The hydrodynamic testing conducted on the subassembly of the valve confirmed a normal leaflet kinematic showing a correct movement of the leaflets; no anomalies were observed during the open/close cycle of the pulsatile hydrodynamic test in both normotensive and hypotensive pressure conditions. The effective orifice area (eoa) at 70 bpm, c.o. Of 5.0 l/min and m.a.p. Of 100 mmhg is 2.27 cm2, above the iso 5840 minimum requirement 1.70 cm2; the regurgitant fraction (rf%), under the same testing conditions, is 6.8%, below the iso 5840 requirement of 15%. No anomalies were observed during the open/close cycle. In conclusion, a malfunction of the device can be excluded as the root cause of the reported event, as based on the experimental evaluation performed, no mechanical malfunction could be reproduced in our laboratories. Since a device of the same size was ultimately implanted, an unintended mispositioning that prevented proper leaflet movement can be considered a possible contributing factor to the event. Furthermore, the document review did not reveal any manufacturing deficiencies.